Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing it was concluded that the device operated within specifications. However, the insulin pump was received with minor scratched lcd window, cracked battery tube threads and cracked reservoir tube lip.

Event description:
It was reported that the customer had a motor error alarm on the insulin pump. Customer was hospitalized for high blood glucose levels. Customer had a motor error alarm 2 weeks ago. Customer's blood glucose level was 271 mg/dl. Customer treated with the pump and was assisted with clearing the alarm. Customer stated that they are able to rewind the pump. The motor error alarm has not occurred more than once in the last 30 days. Customer stated that the alarm occurred during basal delivery. Pump passed displacement test. Alarm may have been related to a site issue. Customer was advised to change out the entire infusion set. Customer was advised to monitor the pump. Customer had diabetic ketoacidosis and ketones. Hospital did not find the reason for the high blood glucose levels. Pump also passed the high pressure test. Customer wanted the pump replaced. Insulin pump will be replaced. No further assistance needed.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.the insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.